Event description:
The fixator was applied to treat a distal radius fracture. Subsequently, it was noted the fixator was loose on the bone screws. The fixator was replaced in the md's office without injury to the pt.